Event description:
On (B)(6) 2009, the pt reported the up and down buttons on her insulin infusion device are not properly responding. She stated she noticed this about 2 days ago. She said the buttons are flat and do not respond when pressed. Her device has not been dropped or exposed to water or insulin. She stated she will switch to her backup device. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.